Event description:
The customer reported that a female pt was in an agitated state and kicked the left and right panels causing damage to the zippers. The teeth do not align and some teeth are missing. There was no pt injury.

Manufacturer narrative:
The product was returned for eval. Inspection of the returned product found that the zipper element was broken on the molding zipper. The molding zipper tape was cut on a one inch area. Inspection found that the zipper teeth were aligned properly. The user manual states that this product is contraindicated in pts diagnosed with any condition that may cause violent or self-destructive behaviors. These could result in self-injury and/or damage to the posey bed. Violent falling of the body from side to side could cause the posey bed to tip over or move to a position where the pt is injured by contact with an object in the room. MFR ref#: (B)(4).